Event description:
This customer reported that while monitoring the patient, the display went blank, then returned but with an abnormal appearance.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.